Event description:
It was reported that, "PICC line installation on (B)(6) 2020. Ras per-procedure, fluoroscopy control ok. Chest x-ray on (B)(6) and (B)(6) 2020: irregular appearance of the catheter 8 cm from the distal end ablation and device change on (B)(6) 2020: catheter split 1 cm to 8 cm from its distal end." Risks associated with replacing the catheter / risks associated with misuse of the device between 30/11 and 10/12 risks in the event of complete rupture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed between the 30cm and 31cm depth markings. The catheter wall was stretched and misshapen in the vicinity of the split. Microscopic inspection of the split revealed a granular fracture surface. The catheter wall was thinned and elongated at the split site. Material discoloration was observed in the vicinity of the split. Blood residue was visible occluding the catheter tubing just distal of the split. The catheter split was consistent with burst damage secondary to over-pressurization. The occluding blood product material suggested that flushing against an occluded catheter contributed. The product IFU states ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institutional protocol may be appropriate.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that, "PICC line installation on (B)(6) 2020. Ras per-procedure, fluoroscopy control ok. Chest x-ray on (B)(6) and (B)(6) 2020: irregular appearance of the catheter 8 cm from the distal end ablation and device change on (B)(6) 2020: catheter split 1 cm to 8 cm from its distal end." Risks associated with replacing the catheter / risks associated with misuse of the device between (B)(6) and (B)(6) risks in the event of complete rupture.